Manufacturer narrative:
The device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected insulin flow blocked alarm noted during testing. (B)(4),

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was received insulin flow blocked alarm. Customer¿s blood glucose level was 9.3 mmol/l. Customer stated that they were tried all remedies. Customer stated that the tubing was not bent or kinked. Customer troubleshooting was performed. Customer was advised to the insulin pump would need to be replaced and to retrieve and save insulin pump setting and to revert to backup plan. The insulin pump will be returned for analysis.